Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that the tension mechanism does not work. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The performed functional test with the returned instrument has shown that it is impossible to apply full tension to the inserted implant, when the smooth side of the zipfix is placed onto the slider tooth surface. After this functional test we performed the following additional evaluations. The gripping surface of the slider was visually inspected and no irregularity or incorrect production finish was observed. The slider- springs were 1.1 newton, 1.73 newton and 1.55 newton respectively. The 1.1 newton was measured on the returned instrument. The root cause of the implant slipping through the slider is related to the lower spring force applied to the slider of the instrument. However, based on the provided detail the exact cause of this occurrence cannot be determined.